Event description:
It was reported that the patient experienced cylinder aneurysm of one cylinder. The patient was implanted with an ams 700 inflatable penile prosthesis approximately 10 years ago. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced cylinder aneurysm of one cylinder. The patient was implanted with an ams 700 inflatable penile prosthesis approximately 10 years ago. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that the explanted devices were implanted in 2006. At then end of 2018 the patient began feeling the deformity of the penis.